Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture baker grave IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side pain and discomfort, capsular contracture baker grade IV, "some ridging and implant palpability in the inferolateral quadrant", and "right inframammary fold." The device remains implanted.